Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. Visual inspection found that the power button cover was stuck inside of the recorder. This may result in the button getting stuck, causing the power to turn the unit off during the procedure. Identified root cause: power button failure.

Event description:
Customer reported having had a short study with the use of the bravo recorder.